Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump makes two beeps and then the display goes completely black. The patient reportedly has to remove the battery and insert it into the pump again to get the pump to power on again. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: review of the black box data supported the alleged power loss evidenced by records of power on reset. A battery cap was not returned with the pump for investigation. A test battery cap was used to complete the investigation and was able to be secured to the pump properly and maintained electrical connection for investigation. The pump was exercised for 24 hours without loss of power. Investigation did not duplicate the alleged loss of power issue. The pump was opened for investigation and did not reveal evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored.